Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: an intraoperative insert broke. The broken part was discovered and immediately retrieved. No negative impact in state of health reported.